Event description:
It was reported that the patient had a complete caval thrombosis. Multiple attempts have been made to obtain additional information. No additional information is available at this time.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number is unknown. No additional information has been received to date despite attempts. The results of the investigation are inconclusive. It is unknown whether patient or procedural factors contributed to this event. The current IFU (information for use) sates: potential complications. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to the following: caval thrombosis/occlusion.